Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. Phone number not provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec'd by MFR: 09jul2019. Date of this report:12jul2019. The touch screen assembly was returned to the failure investigation lab for evaluation. The touch screen assembly revealed no damage or contamination. Resistance measurements will be performed on the returned touch screen assembly . The touchscreen resistance measures are out of specification. No further fi is required. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen and calibrated the unit to address the reported problem. The unit successfully passed the required performance verification tests. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 04jun2019. Date received by manufacturer: 08may2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Fse tried to calibrate the touchscreen and it failed. The manufacturer's field service engineer (fse) replaced the defective touchscreen and calibrated the unit to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.